Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1229338. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported while using bd syringe 1.0ml 29ga 1/2in bls 500 china foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient was admitted to the hospital for "macular edema".on (B)(6) 2023, at 15:00, the patient's "drug injection in the vitreous cavity" often checked the use of sterile insulin syringes at one time.it is found that the needle has unknown foreign matter, and the syringe can not be used.the new disposable use of sterile insulin injection was replaced on (B)(6) 2023, 15:03, to continue to treat patients. Everything went smoothly and did not cause any harm to the patient.

Event description:
It was reported while using bd syringe 1.0ml 29ga 1/2in bls 500 china foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient was admitted to the hospital for "macular edema".on (B)(6) 2023, at 15:00, the patient's "drug injection in the vitreous cavity" often checked the use of sterile insulin syringes at one time.it is found that the needle has unknown foreign matter, and the syringe can not be used.the new disposable use of sterile insulin injection was replaced on (B)(6) 2023, 15:03, to continue to treat patients. Everything went smoothly and did not cause any harm to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.